Manufacturer narrative:
The account reported a patient had urethral bleeding due to a foley catheter. The patients' catheter was discontinued while in operating room. Or staff noticed after the catheter was removed the patient had frank red bleeding from his urethra. Patient was kept under anesthesia and an urologist was consulted and performed a cystoscopy. Patient required no further treatment to stop bleeding. Staff did not report any burs or deformities of the catheters prior to insertion. It is unknown if the retention balloon was pre-inflated and checked before insertion. Unused, un-open samples were returned, comparative samples from the reported lot numbers were also ordered. Neither the returned nor comparative samples showed any defects or abnormalities during visual and functional testing. The complaint could not be verified and a root cause cannot be determined, however end-user error cannot be ruled out. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported that patient had bleeding after a foley catheter was discontinued.